Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the spring in the tip of the skyline spring clip driver fell off during implantation of a screw. The difficulty resulted in a delay of less than one minute. No report of any adverse consequences to the patient. The affiliate has been asked whether the spring was retrieved from the surgical site. Depuy synthes spine is awaiting receipt of that information.

Manufacturer narrative:
While it was initially identified that the device was available for return, three requests have been made without the sample being received. A review of the device history record (DHR) for the skyline spring clip driver could not be conducted as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the skyline spring clip driver in question, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If the complaint sample becomes available, the complaint will be reopened, device will be evaluated and a follow up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.